Manufacturer narrative:
All instruments were reprocessed prior to use. A steris service technician arrived onsite following the reported event to inspect the system 1e processor and found the unit to be operating properly. No repairs were required, and the unit was returned to service. While onsite the technician spoke with user facility personnel and learned that the employee's sleeve got wet while unloading instruments from the system 1e processor and the sleeve contacted their wrist resulting in the reported event. The s40 sterilant safety data sheets states (pg.2), "first-aid measures after skin contact: remove contaminated clothing. Immediately flush skin with plenty of water for at least 60 minutes." The safety data sheet further states (pg.4), "materials for protective clothing: chemically resistant materials and fabrics." Additionally, while onsite the technician spoke to user facility personnel who reported that they found a piece of plastic in the tray of their system 1e processor and they observed that the sterilant cup was damaged. The system 1e processor operator manual states (7-2), "caution: do not push the container into the sterilant compartment with excessive force. Never slam the container into the sterilant compartment. Damage to the container may occur." The technician counseled user facility personnel on the importance of removing contaminated clothing, flushing skin after being contacted with sterilant, and the proper handling of the sterilant cup. No additional issues have been reported.

Event description:
The user facility reported an employee experienced a burn on their wrist while unloading instruments from their system 1e processor. Medical treatment was sought and administered.